Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. A receiver charge and boot test was performed failed due to usb connector damaged. The receiver data log could not be downloaded due to usb pin(s) from j3 are damaged. Functional tests cannot be performed and failed due to receiver could not boot up and/ or communicate with tester. The receiver case was opened for an internal visual inspection and it passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.